Event description:
It was reported that "arthroscopy surgery successfully performed on a patient around (B)(6) 2025. The patient reported post operation pains in his knee. The patient's post operation x-ray exam revealed a remaining foreign body in his knee. The patient was operated again around (B)(6) 2025 to remove the part that was deemed missing from the sheath used during the surgery".

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID.

Manufacturer narrative:
Correction: section b2 "congenital anomaly/birth defect" selected in error.